Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead showed pacing impedances high, out of range for which an automatic safety switch was triggered. Also, a signal artifact monitoring episode was recorded with minute ventilation termination algorithm. Furthermore, there were atrial tachy response episodes that appear inappropriate due to myopotential over sensing in unipolar sensing. A lead evaluation and other reprogramming options were recommended. The ra and pacemaker remain in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead showed pacing impedances high, out of range for which an automatic safety switch was triggered. Also, a signal artifact monitoring episode was recorded with minute ventilation termination algorithm. Furthermore, there were atrial tachy response episodes that appear inappropriate due to myopotential over sensing in unipolar sensing. A lead evaluation and other reprogramming options were recommended. The ra and pacemaker remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. If information is provided in the future, a supplemental report will be issued.